Manufacturer narrative:
A customer technical support (cts) representative assisted the customer with troubleshooting over the phone. The customer found that the white blood cell (wbc) bath was loose, causing the leak. The customer tightened the bath, resolving the issue. The 5 psi regulator recovered low following the event. The cts assisted the customer in adjusting the regulator, resolving the issue. (B)(4).

Event description:
The customer reported approximately 5 mls of a blood and diluent mixture leaked from a coulter lh 750 hematology analyzer while cycling controls. There were 5psi error messages reported by the customer while troubleshooting the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.